Event description:
The patient was implanted with a evoke spinal cord stimulation (scs) system on (B)(6) 2022. At the 1 month post implant visit, the patient reported hyperalgesia over the right implantable pulse generator (ipg) site. A lidoderm patch (4% 1x daily) was prescribed. The event is considered resolved without sequalae at the last review conducted on (B)(6)2023.